Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A versacross connect was utilized with a watchman fxd access system (was) for transeptal puncture (tsp). After tsp was performed, the was with the versacross dilator was advanced into the pulmonary vein when a clot was observed forming on the was sheath. Aspiration was performed and the system was removed. The was was flushed and utilized to successfully complete the laac procedure.